Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fall down and hit his head. The patient visited the clinic as he was no longer hearing well with the right side device. Access to sound with the left side device was reportedly unaffected. In situ testing showed several channels with high impedance. Affected channels were switched off. The clinic will monitor the patient.

Manufacturer narrative:
Additional information: based on the received information, it is very likely, that the active electrode has been damaged most likely due to the reported external impact. However, the patient has been re-mapped and reportedly the hearing performance is not affected.

Event description:
It was reported that the patient fell down and hit his head. Reportedly few electrode channels showed high impedances. Re-mapping was performed and affected channels were switched off. There is no subjective change in the hearing performance.